Event description:
It was reported that the insulin pump had an error alarm and was not delivering insulin. Customer also stated that the buttons were unresponsive and the customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 8.9 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to verify alarm and perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.